Event description:
A customer called in requesting training on how to erase readings from the memory of her adc meter and reportedly sustained an injury related to this issue. The customer refused to provide any additional information and disconnected the call. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a correction to the initial report. The report should have been filed as a final as this complaint did not involve a product malfunction. Since the medical event was related to a training issue, no investigation of the product is required. No supplemental is required.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown.